Event description:
A customer from (B)(6) reported recent a1cnow test results on a patient were 8.6 and 9.6%. Approximately one month prior, the patient's results on the a1cnow kit were 7-8%. The differences between some of the test results could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation. A replacement kit was provided.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.